Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es result was obtained from a single patient sample processed on the vitros 5600 integrated system. The investigation could not determine a definitive assignable cause. Vitros tropi es precision testing performed was within acceptable guidelines, suggesting an instrument issue was not a contributing factor of the higher than expected tropi result. In addition, the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation therefore, improper pre-analytical sample handling was not a likely contributor to the event. Finally, based on historical quality control results, a vitros tropi es lot 2870 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2870 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out.

Event description:
The customer observed a non-reproducible, higher than expected, vitros tropi es result was obtained from a single patient sample tested on a vitros 5600 integrated system. Patient sample result of 0.595 ng/ml versus the expected result of < 0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es result was were reported outside of the laboratory, however,a corrected report was issued and there were no reported allegations of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics (ortho). Complaint number (B)(4)/